Manufacturer narrative:
(B)(4). No error codes were found in the diagnostic logs. The customer service engineer (cse) upgraded the software. All performed testing and calibrations were passed. The cse was unable to duplicate the reported "vent inop" issue.

Event description:
It was reported that the ventilator became inoperative during patient use. There was no reported patient harm. The alleged malfunction was not duplicated by the customer service engineer (cse).